Event description:
It was reported that the lead exhibited an impedance rise from 700 to 1100 ohms, sensing decrease from 8 to 1.5 mv and capture threshold increase from 1 v to greater than 7.5 v. The pocket was reopened and lead inspection revealed an insulation breach beneath the suture sleeve. The insulation breach was patched with medical adhesive. The suture sleeve was sewn down in a different location, the lead was reconnected and the pocket closed.